Event description:
It was reported that the pump malfunctioned. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.